Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure, the wire at the distal end of the duodenoscope was broken and the distal end was sharp. This caused damage to the gastric mucosa of the patient's cardia with bleeding. Endoscopic hemostasis was performed immediately and bleeding was controlled afterwards. No further patient impact was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the reported event is due to a stress problem. According to the instructions for use (IFU), there is a possibility that the knob wire/forceps elevator wire may be damaged by improper insertion of endo therapy accessories or external stress on the distal end while in the fully extended position, which could result in injury to the body cavity. It is possible that the user did not comply with these instructions. However, no additional information regarding this incident has been obtained, and the device in question has not been sent for evaluation, so no further investigation is possible. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.